Event description:
A user facility charge nurse (cn) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided through follow-up with a registered nurse (rn) from the facility who was familiar with the event. The blood leak was not noticed until the patient¿s treatment was completed. The leak was confirmed to be external, and it was reportedly minor. Blood was noted on the exterior of the device, near the venous header cap. Blood did not drip onto the floor. The rn said the blood clotted off around the cap, which likely prevented further leaking. There were no known issues during the treatment and there were no machine alarms. There were no visible cracks noted at the leak location, but the rn said that it was hard to see because the device was crusted with blood where it clotted. The patient¿s estimated blood loss (ebl) was less than 10 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided dialyzer caps were attached to the device. The fibers were wet with blood in the threads on the cavity ID end. No other irregularities were visually noted. The dialyzer was subjected to a laboratory leak test in which the dialyzer was submerged under water and pressurized incrementally. A leak was detected at approximately 12.0psi from beneath the header cap on the cavity ID end. Upon removal of the header cap, the polyurethane (pu) cut surface on the cavity ID end was found to be damaged, in the form of a dent, from approximately 130° to 140° with the ports positioned at 0°. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional details were provided through follow-up with a registered nurse (rn) from the facility who was familiar with the event. The blood leak was not noticed until the patient¿s treatment was completed. The leak was confirmed to be external, and it was reportedly minor. Blood was noted on the exterior of the device; near the venous header cap. Blood did not drip onto the floor. The rn said the blood clotted off around the cap, which likely prevented further leaking. There were no known issues during the treatment and there were no machine alarms. There were no visible cracks noted at the leak location, but the rn said that it was hard to see because the device was crusted with blood where it clotted. The patient's estimated blood loss (ebl) was less than 10 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation.